Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was bulging out from the ins pocket since a few months ago. The patient was having pain at the ins site and in his back near the ins. The patient saw their primary care physician on (B)(6) 2016 and the doctor stated that it looked like fluid was building up behind the ins in the pocket. The patient was redirected to a healthcare professional. The indication for implant was spinal pain.

Event description:
Additional information from a consumer on 2016-12-07 reported that the patient had notified their health care professional (hcp) and had an appointment on (B)(6) 2016 to see about getting the device removed. The pain and issue of the implantable neurostimulator (ins) bulging had not been resolved yet. The patient had questions regarding which surgeon will be able to take out their device since their implanting hcp was no longer does surgery. The patient was concerned about this as their implanting hcp had told them that the ins should be replaced every 9 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.